Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms include redness, swelling, and increased pain at the site. It was believed that the infection was procedure related. The patient was prescribed antibiotics. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-4316, lot#: 16647624, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.